Manufacturer narrative:
The infant flow lp was received for further investigation. The customer's report was observed and attributed to the assembly. Visual inspection found the component to have a visible defect. The orifice where the acrylic tubing is joined to the relief valve body was found to be out of specification. The infant flow lp was scrapped. G1: contact information was updated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated ventilator displayed a "tube obstruction" alarm. Complainant indicated that the medical staff continued ventilatory support for the patient, external of the fabian. Upon visual inspection of the circuit they allege that the infant flow lp pressure line tube was blocked internally. Indicating the fabian alarmed appropriately. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.